Manufacturer narrative:
Reasonable attempts were made to obtain additional information from the user facility for the reported events including patient information, treatment settings, sun exposure and patient photographs, however none was received; therefore, lumenis is unable to evaluate treatment parameters to determine their appropriateness for treatment. An examination of the subject device by a lumenis technical subject expert concluded by stating: "lightsheer desire system cm/pm service report: customer called and reported safety issue. Checked hs: vacuum was working fine and energy meter reading matched screened settings. The protection filter was very dirty and had tissue burned mark on it, replaced it and performed user mode energy calibration. System is working fine and meets manufacturer's specs." No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A review of subject device labeling found the three (3) following statements: "warning - the disposable tip must be kept clean during patient treatment. Foreign matter on the disposable tip will get hot due to absorption of laser energy and can cause epidermal injury." "Cleaning and disinfecting the handpieces between patients - the hs handpiece tip is not reusable; replace the hs tip with a new disposable tip between each patient" "warning - never attempt to re-use or clean the hs handpiece disposable tip. No treatment settings or patient photographs were provided by the user facility, therefore a clinical review of treatment settings cannot be performed. The probable root cause of the reported events is to be operator error, re-using and/or over use of the disposable tips. Additional info sep 27 2017: as part of a remedial activity, lumenis conducted a retrospective review of all its safety complaint files from january 2015 to june 2017. Lumenis investigated the reported event by contacting the user facility directly. Attempts have been made by phone to obtain patients treatment settings, patients information, patients photos, and sun exposure. No information has been provided by the user facility. While the information received to date does not confirm that a serious injury occurred, because of the lack of information the company is reporting the event in an abundance of caution. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted

Event description:
A user facility reported that three (3) patients felt a "burning sensation" to the back and legs respectively following hair removal treatment with a lumenis lightsheer desire laser, hs handpiece. No report of serious injury or medical intervention was received from the user facility in the initial complaint.